Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high pacing lead impedance. The patient presented to the emergency room experiencing shortness of breath and had escape junctional rhythm; loss of capture was noted on the lead. Chest x-ray showed the lead was fractured. The lead was explanted and replaced. The patient¿s condition was fine during and post procedure.